Event description:
It was reported that the field representative called for review of a ventricular episode for this patient with an implantable cardioverter defibrillator (ICD). The representative wanted to know what the right ventricular (rv) lead was sensing. Technical services reviewed and found there was far field oversensing of supraventricular tachycardia (svt) and qrs complexes. It was noted that the lead was implanted shallow in the rv. Technical services recommended to perform a chest x-ray and provided programming options. The device was re-programmed, and the vt zone was increased from 190 to 200 bpm. At this time, the device remains in service. No adverse patient effects were reported.